Event description:
It was reported that just over a month from original implant, the patient presented after hearing the device alarm. Upon interrogation, it was noted that the patient's right ventricular impedance was out of range. Trend reports indicated that the impedance had risen but also had varying values for both the svc coil and the rv coil. The device was reprogrammed to turn off detection and the alerts until the lead revision. During the revision, the physician pulled on the lead in the connector and the lead came out. It was discovered that the connection of the lead to the device was loose. The lead was reconnected into the device and impedance measurements became consistent. The lead and device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.